Manufacturer narrative:
The customer's complaint was confirmed during in-vitro testing and during the review of in-vivo data. The sensor triggered a true led disconnect alarm as it was observed that the led experienced a crash throughout the whole qc test. The system's self-test functions worked normally by disabling the sensor due to the detected performance failure and by triggering the ec 30 error. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D2. Product code changed to qhj. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 4203 h6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.